Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer reports that the pt noticed herself, that the balloon burst minutes after the device was applied and informed the medical team. The customer further reports that there were still fragments inside the bladder, and the surgeon advised the nursing team not to do anything and the particles would be eliminated with urine flow. The customer further reported that another device was applied with no pt consequences.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.